Event description:
The account alleged, the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician tested the nurse call and no problem was found, the nurse call functioned as designed.